Event description:
It was reported that an occlusion alarm occurred. The customer experienced an elevated blood glucose (bg) level. Customer's continuous glucose monitor read ¿high¿, however, a specific bg value was not provided. A manual insulin injection was administered to address high bg level. Reportedly, the customer changed the infusion set and cartridge to address the occlusions prior to the report with tandem technical support, therefore, troubleshooting could not be performed to identify a cause.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.